Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset the pump before contacting technical support, who then advised on using a backup therapy to ensure continuous insulin delivery and decided to replace the pump. Customer was informed about receiving a pump with updated software, the steps for using a g7 sensor, and how to put the pump into storage mode. The pump was shipped without requiring a signature upon delivery, and instructions were provided for returning the problematic pump within 10 days using a pre-paid label.